Manufacturer narrative:
Na

Event description:
It was reported by the field service center that no flow was going to the outlet of the pt. The reported problem occurred during a test and the ventilator was not connected to a pt. It is unk if the ventilator audibly alarmed when the reported problem occurred.